Event description:
It was reported that "co readings were unstable and fluctuated abnormally after the surgery on the first day of use. The problem was solved when the vigileo monitor was replaced, but the problem was repeated again after a while." Co value is unknown, but customer commented that a very high value was shown.

Manufacturer narrative:
One flotrac sensor was returned for evaluation without any attachments. No error messages were observed on the monitors. The flotrac and dpt zeroed and sensed pressure accurately on a vigileo monitor and nihon koden bedside monitor. Pressure was measured at various pressure values, 0, 50, 100 and 300 mmhg and in reverse order using a pressure gauge. Pressure measurements did not show any drift during output drift testing (initial pressure = 151 mmhg, final pressure = 151 mmhg) and met specification per the IFU. Electrical testing showed that both input impedance and output impedance were within specification. Zero-offset also met specification, per the IFU. No visible defects were found on the supercomal cable connector. The complaint could not be confirmed during the product evaluation. There was no evidence of a manufacturing nonconformance. It could not be determined if some clinical factors may have contributed to the event reported. No actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed.